Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in a female patient who received essure. On an unknown date, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and genital haemorrhage (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (had to remove essure due to pain and bleeding). Essure was withdrawn. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered pelvic pain and genital haemorrhage to be related to essure. Company causality comment: this medically confirmed spontaneous case report refers to female patient who had essure (fallopian tube occlusion insert) inserted and she presented pain(seen as pelvic pain) and bleeding (seen as genital haemorrhage). She underwent a surgery to remove essure due to these events. Both events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Also abnormal genital bleeding and menses pattern changes may occur. In this case, the events occurred after essure insertion. Considering positive temporal relationship and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. This case was regarded as incident since a device was required. The product technical analysis and further information has been sought.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of pelvic pain ("pelvic pain in the iliac fosse left"), genital haemorrhage ("bleeding"), device expulsion ("right device was founded in the uterine cavity"), device dislocation ("left essure intratubal retracted") and adnexa uteri mass ("left annex with bi-loculated tumor") in a (B)(6) female patient who had essure (batch no. C68795) inserted. Medical conditions: normal uterine findings before insertion were reported. The last menstrual bleeding before the placement was on (B)(6) 2015. Insertion was performed on (B)(6) 2015 without incidents or complications. Previously administered products included for contraception: desogestrel. Concomitant products included antiinflammatory/antirheumatic non-steroids in (B)(6) 2016 and paracetamol (acetaminophen) in (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 11 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and adnexa uteri mass (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed through laparoscopic adnexectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, device expulsion, device dislocation and adnexa uteri mass had resolved. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter provided no causality assessment for adnexa uteri mass, device dislocation and device expulsion with essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure was found normally inserted (no contrast). Ultrasound scan - in (B)(6) 2015: left annex biculated tumor / left essure retracted . The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-jun-2017 for the following meddra preferred terms: pelvic pain. The analysis in the global safety database revealed 2920 cases. Genital haemorrhage. The analysis in the global safety database revealed 553 cases. Device expulsion. The analysis in the global safety database revealed 248 cases. Device dislocation. The analysis in the global safety database revealed 1183 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 8-jun-2017: patient information and relevant history updated. The event "pain" was updated to "pelvic pain in the iliac fosse left", events "right device was founded in the uterine cavity, left annex with bicloulated tumor, and left essure intratubal retracted" were added. Outcome of the events was updated to recovered. Batch number added. Company causality comment: incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (had to remove essure due to pain and bleeding). Essure was removed. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible.a relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Most recent follow-up information incorporated above includes: on 4-may-2017: quality safety evaluation of ptc. Company causality comment: this medically confirmed spontaneous case report refers to female patient who had essure (fallopian tube occlusion insert) inserted and she presented pain(seen as pelvic pain) and bleeding (seen as genital haemorrhage). She underwent a surgery to remove essure due to these events. Both events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Also abnormal genital bleeding and menses pattern changes may occur. In this case, the events occurred after essure insertion. Considering positive temporal relationship and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. This case was regarded as incident since a device was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information has been sought.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of pelvic pain ("pelvic pain in the iliac fosse left"), genital haemorrhage ("bleeding"), device expulsion ("right device was founded in the uterine cavity"), device dislocation ("left essure intratubal retracted") and adnexa uteri mass ("left annex with bi-loculated tumor") in a (B)(6) female patient who had essure (batch no. C68795) inserted. Medical conditions: normal uterine findings before insertion were reported. The last menstrual bleeding before the placement was on (B)(6) 2015. Insertion was performed on (B)(6) 2015 without incidents or complications. Previously administered products included for contraception: desogestrel. Concomitant products included antiinflammatory/antirheumatic non-steroids in (B)(6) 2016 and paracetamol (acetaminophen) in (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. On 9(B)(6) 2015, 11 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and adnexa uteri mass (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed through laparoscopic adnexectomy on (B)(6) 2016), surgery (essure removed through laparoscopic adnexectomy on (B)(6) 2016), surgery (essure removed through laparoscopic adnexectomy on (B)(6) 2016) and surgery (essure removed through laparoscopic adnexectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, device expulsion, device dislocation and adnexa uteri mass had resolved. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter provided no causality assessment for adnexa uteri mass, device dislocation and device expulsion with essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure was found normally inserted (no contrast) ultrasound scan - in (B)(6) 2015: left annex biculated tumor / left essure retracted. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-jun-2017 for the following meddra preferred terms: pelvic pain. The analysis in the global safety database revealed 2922 cases. Genital haemorrhage. The analysis in the global safety database revealed 549 cases. Device expulsion. The analysis in the global safety database revealed 251 cases. Device dislocation. The analysis in the global safety database revealed 1184 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 21-jun-2017: quality safety evaluation of ptc. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.